Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh, which is an off-label usage of the device, on (B)(6) 2025. On approximately (B)(6) 2025, the patient was lying in bed recovering from a recent neck surgery when the patient suddenly became unresponsive. The patient¿s husband and son called emergency medical services (ems). It was not documented what the cgm was displaying at this time, however, it was reported that the cgm was not displaying a low value. The patient was wearing a tandem insulin pump. Ems arrived and transported the patient to the emergency room. At the ER, the patient¿s bg meter reading was 25 mg/dl. No cgm comparison value was reported. The patient had no recollection of what medication or treatment she was provided while in the ER. She was admitted to the hospital and discharged after 2 days. The patient was in ¿stable¿ condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. Th no additional patient or event information is available.